Manufacturer narrative:
Continuation of medical devices: addrl1ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, and loss of capture. It was also reported that noise was noted with minimal left shoulder movement. The lead was capped and replaced. No patient complications have been reported as a result of this event.